Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient age & weight not provided for reporting. Additional classification code: ktt. (B)(4). Original implant was implanted in 2012. Not explanted. (B)(4). The devices are still implanted at this time. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient has requested information on the metallic properties of his trochanteric fixation nail (tfn). The patient was surprised to hear that the device was not evaluated for safety in the magnetic reasonance (mr) environment and stated that he ¿got burned¿ from a previous magnetic reasonance imaging (MRI) that was done in 2015. The patient noted he had a left hip fracture and the original device was implanted in 2012. The patient began experiencing leg weakness post op. The orthopedic physician suggested that the patient may be experiencing an allergic reaction to the implants. In 2015 the patient had a sacroiliac MRI. During the procedure the patient states that he was burned in the groin area from the implant heating up and the experienced nerve damage caused by the burn. The implants are still implanted at this time. There are 3 devices in this complaint.this report is 3 of 3 for com-329909